Manufacturer narrative:
D4: updated expiration date and UDI. H4: added manufacturer date.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 68 year old man sustained amicgs and was taken to the cath lab for impella supported pci. Impella cp was placed, the procedure completed and the patient taken to the ICU to await transfer on to another hospital. A small hematoma developed around the insertion site which was managed with routine hemostatic techniques.